Manufacturer narrative:
The complete initial reporter facility name is (B)(6). Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an alarm 001 (patient line open), 002 (low flow) occurs when connected to any arctic sun device when in use. System: pumps.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The complete initial reporter facility name is (B)(6). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate as the instructions for use state: caution: the arctic gel pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. Direction for use: -attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. -once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). Corrections: g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an alarm 001 (patient line open), 002 (low flow) occurs when connected to any arctic sun device when in use. System: - pumps: - per follow up information received on 21feb2025, the product will be sent in for a bd-approved facility for evaluation. Waiting for the update from imi. No impact to the patient, waiting for imi¿s sample return. Per additional follow up information received via task on 25feb2025, it was noted that the issue was not resolved, customer stopped using arctic sun 5000. Ln# ngjp0868, still waiting for sample update.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate as the instructions for use state: caution: #the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. Direction for use: #attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. #once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). The baw is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an alarm 001 (patient line open), 002 (low flow) occurs when connected to any arctic sun device when in use. System: - pumps: - per follow up information received on 21feb2025, the product will be sent in for a bd-approved facility for evaluation. Waiting for the update from (B)(6). No impact to the patient, waiting for (B)(6) sample return. Per additional follow up information received via task on 25feb2025, it was noted that the issue was not resolved, customer stopped using arctic sun 5000. Ln# ngjp0868, still waiting for sample update.

Event description:
It was reported that an alarm 001 (patient line open), 002 (low flow) occurs when connected to any arctic sun device when in use. System: - pumps: per follow up information received on 21feb2025, the product will be sent in for a bd-approved facility for evaluation. Waiting for the update from imi. No impact to the patient, waiting for imi¿s sample return. Per additional follow up information received via task on 25feb2025, it was noted that the issue was not resolved, customer stopped using arctic sun 5000. Ln# ngjp0868, still waiting for sample update.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a tear on the hydrogel side of the pad surface. Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with no original packaging. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no major kinks present. * a tear was seen in the hydrogel layer and laminating film of the right chest pad. Hydrogel was intact with pads and not separated on all other pads. * no crushed dimples or signs of overlamination in the pads. * the left chest pad showed a dimpled area in the foam outside of the pad outline. This did not contribute to any functional issue on the pad. The reported issue could not be verified without further testing. Pads were individually tested using tm0301222 rev 3. All individual measured flow rates are outlined. * left chest pad: a total of 7.0 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 34%, inlet pressure was -7.1 psi. * right chest pad: water flow could not be obtained due to an air leak through the tear in the pad surface. Also, the system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was - 0.3 psi. Further flow testing is not required as the reported issue was found on the right chest pad. The labeling is found to be adequate. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.